Manufacturer narrative:
(B)(4) combined report. Additional information was requested in order to progress with this investigation, however, it was confirmed that post primary and pre revision x-rays, any imaging, patient medical history and the explanted devices could not be provided and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed the correct manufacturing, packaging and sterilisation specifications at the time of manufacture. Based on the information that is available, no further investigation can be conducted and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the liner and head after 20 days due to an infected haematoma.